Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
This armrest motor unit was returned for failure analysis due to a 23062 fault. The reported error could not be confirmed or replicated. The unit was returned in good physical condition. The error log in lighthouse was reviewed and confirmed that error 23062 was triggered in the field. Complaint notes indicated "error 23062 occurred in the logs, pointing to an error in a 3-phase motor." The armrest motor was installed into a golden system where the component functioned as expected. The armrest motor module underwent calibration, halls, sine cycle, and brake tests with no issues observed during testing. Following 10 power cycles and a 6-hour idle period in the golden system, no abnormalities were detected. As a result of these findings, failure analysis could not determine the root cause of the issue that occurred in the field. This mceb was returned for failure analysis. Ergonomic error 23062 was confirmed in the field based on the lighthouse error log review, but the error could not be replicated during testing. The mceb was returned together with an armrest motor. The mceb was bench tested using dv commander to check the hss and foot tray system; no abnormalities were observed. Following the software verification, a digital multimeter (dmm) was used to measure voltages throughout the foot tray, armrest motor, and brake circuits. All measurements were within specification and no issues were detected. The mceb was then installed into a golden system, and a sine cycle repeat test was performed four times, all of which passed. The mceb was left in the golden system overnight with no errors observed. The armrest motor was then installed together with this mceb and tested using the following sequence: matlab, twang calibration, thermistor check, encoder calibration, ke-rto calibration, hall calibration, and ergo calibration. The first time the sequence was run, the test failed at the column thermistor check. After deselecting the ¿thermistor check¿ test, the sequence passed. Based on these findings, failure analysis determined that no root cause could be attributed to the reported event.

Event description:
It was reported that prior to starting (no ports placed) a da vinci-assisted surgical procedure, the system was faulting with 23062 errors at startup. The clinical territory associate (cta) had tried several hard power cycles but the issues persisted. The customer was swapping a surgeon side console (ssc) with one from sk1275 to continue with cases. The procedure was aborted to another ssc with no reported patient injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. The field service engineer (fse) replaced the armrest motor module and mceb to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.